Manufacturer narrative:
The unit had all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. However, the unit had a cracked and bleeding top on the right lcd glass corner causing missing segments. The unit had a cracked case at the display window corners, a cracked display window, and a minor scratched lcd window.

Event description:
The customer called in to report a partial display after dropping the insulin pump. The customer stated that after changing the battery, the display went completely blank. The customer reported a failed battery test alarm. The customer's blood glucose level was 60 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.